Event description:
It was reported that during surgery, while device was inside the patient, it was noticed that the incorrect item came in the box. The box was labeled with part number 71675535 when actually what was in the box was a device with part number 71675532. The correct device was located and used to complete the procedure. Surgery was not delayed more than 30 min. The patient was not harmed.

Manufacturer narrative:
Section h3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The package labeling does not match the device that was returned. Package labeling is for device 71675535 batch 20cm25278. Device returned is 71675532 batch 20dm01466. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. The potential probable cause for this event is likely a manufacturing process error caused by inadequate line clearance when producing more than one batch. Based on this investigation, the need for corrective action is indicated. As a result of the investigation, several process improvements were implemented related to training, process monitoring and in process inspection. In addition, this event was addressed through a market removal of the product. Containment and remedial actions were performed for the impacted finished product. Should the additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code, medical device problem code and component code.

Manufacturer narrative:
Additional information: b3 / b4 / b5 / b6.

Event description:
It was reported that during surgery, while device was inside the patient, it was noticed that an incorrect item was in the box. Box was labeled with part number 71675535 when actually what was in the box was a device with part number 71675532. This was noticed was one the device was implanted and several extra oles were drilled in the patients femoral neck due to the device. Correct device was located and used to complete the procedure. No injury and a delay of less than 30 minutes was reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The package labeling does not match the device that was returned. Package labeling is for device 71675535 batch 20cm25278. Device returned is 71675532 batch 20dm01466. The device was manufactured in 2020. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have reason to suspect that the product failed to meet product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The potential probable cause for this event is likely a manufacturing process error. Based on this investigation, the need for corrective action is indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.case-2020-00006776-1